Event description:
Customer states: after about 5 minutes use on a patient at hospital, the air leakage occurred. The doctor felt it seemed not to fit tightly to the airway wall. Customer confirmed that extubation and reintubation of a replacement tube was required. Customer reported that pretesting was performed with no fault identified.

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis.